Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of fentanyl (500 mcg/ml, 132.17mcg/day), bupivacaine (40mcg/ml, 10.573mcg/day), and clonidine (1.3mg/ml, 0.3436mg/day) in an implantable infusion pump for non-malignant pain. The patient was not receiving effective therapy despite multiple drug increases. The patient was said to have fallen on back multiple times. A dye study was completed at the managing healthcare provider's(hcp) office and he was unable to draw back cerebrospinal fluid (csf). The catheter was replaced on (B)(6) 2015 and the issue was now considered resolved. The hcp had not further information on the event. History: torsion dystoni

Manufacturer narrative:
Analysis of the catheter, model# 8780, sn (B)(4), found a kink area at the anchor on the distal side. During pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius. Damage was also seen at the transition tubing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.